Event description:
Territory business manager contacted dexcom technical support on behalf of patient on (B)(6) 2014, to report an out of range signal on (B)(6) 2014. Territory business manager did not report any injury or medical intervention at the time of contact with dexcom technical support.